Event description:
A lay user/pt reported blood glucose results of "21.7 mmol/l, 15.4 mmol/l, and 15.2 mmol/l" with a lifescan meter performed within 10 minutes of each other. The pt contacted her nurse for diabetes treatment advice and an appointment was made. The pt had not yet seen the pt at the time of the call to lifescan. The pt reporter "lots of highs and low's, at one point her blood glucose was 1.9 mmol/l and the pt stated that she felt fine. The nurse advised the pt at tha time to take her lantus insulin 3 hours earlier. The test strips were in good condition, codes matached, and the techniques for cleaning the puncture site and for applying blood to the test strip were correct. The pt did not have any current control solution to troubleshoot.